Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a battery replacement today (due to normal eos) and when checking the impedances intra-op, electrode 4 was found to be greater than 40,000 ohms. The representative planned on programming around this contact when the ins was turned on. No symptoms or further complications reported.